Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false positive reactions when testing on tango optimo caused presumably by carry over of a patient sample with an anti-c. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. An inspection of the affected tango optimo showed the result camera values to be in the valid range. A carryover event is highly likely since the final titre for anti-c was defined to be at least 1:1024 (performed by customer). Testing of the patient samples is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions when testing on tango optimo caused presumably by carry over of a patient sample with an anti-c. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. An inspection of the affected tango optimo showed the result camera values to be in the valid range. When testing of the customer sample a carryover could be reproduced with the first following known negative donor sample reacting +/- with cell p1. There is no indication for a malfunction of the affected tango optimo.